Manufacturer narrative:
The lens remains implanted and is not available for evaluation. The investigation is ongoing.

Event description:
It was reported that a patient experienced cystoid macular edema (cme) of the right eye approximately three weeks post-implant of the intraocular lens (iol). The original procedure was not complicated in any way. The orientation of the lens did not change. The iol optic was clear and free of debris/deposits. The preoperative regime was ciloxan or vigamox with lotemax. No preoperative or postoperative nsaids were indicated. Three weeks post-op the lotemax was changed to pred forte qid and added ilevro qd. The patient noticed a decrease in their vision. No surgical intervention has been performed. The patient is currently being monitored by a retina doctor who will send the patient back to the original surgeon when the edema is resolved. Four weeks post-op, a kenalog injection was administered by the retina specialist. The patient¿s current prognosis is guarded. Additional information has been requested.

Manufacturer narrative:
Though requested, no additional information has been received from the reporter. As the lens remains implanted, it was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the product label adverse events section, potential complications such as cystoid macular edema may accompany cataract or implant surgery. In medical opinion, pseudophakic cystoid macular edema (irvine-gass syndrome) is an inflammatory process occurring in up to 20% of cataract extraction with intraocular lens. The most probable root cause is therefore "known procedure complication." No corrective action is necessary at this time.